Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient had no symptoms related to the stall. The device was interrogated on (B)(6) 2014 and revealed a motor stall and recovery had occurred. No actions were taken and the cause of the stall was not provided.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported the pump was interrogated and the logs revealed a pump motor stall at 23:08 on (B)(6) 2014 and recovery at 00:03 on (B)(6) 2014. No further complications anticipated.